Manufacturer narrative:
Additional information: b5: the reporter indicated that a 13.2mm, vticm5_13.2, -4.5/+1.0/26 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2021, the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This exchanged resolved the problem. Also, in the reporters opinion, the cause of this event is patient-related factor. H6: impact code updated to 4629. Corrective data: d4: model# was updated to vticm5_13.2. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Health effect- clinical code 4581: significant reduction of ica. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2,-4.5/+1.0/26 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Excessive vault and significant reduction of irido-corneal angles was observed, lens remains implanted. In the reporters opinion the cause of this event is patient-related factor. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.